Event description:
It was reported that the balloon catheter would not deflate after taking a venogram picture of the coronary sinus. The physician had to pop the balloon inside the patient's body after unsuccessfully trying a 10cc syringe to apply negative pressure. The balloon catheter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the balloon catheter was returned and analyzed. Analysis revealed that the mechanical operation of the catheter was damaged during use and the mechanical operation of the catheter shaft was bent.